Manufacturer narrative:
The device was received deployed with corrosion observed on the pcb assembly. The exposed portion of the soft cannula was observed to be damaged. It could not be determined when or how this damage occurred. Inspection of the top and bottom housings found the bottom housing vent to be damaged. Upon opening the device, additional corrosion was observed on the and top and middle batteries. During investigation, an internal leak was found in the fluid path due to a tear in the unexposed portion of the soft cannula. This leak caused fluid to accumulate in the pod and resulted in the observed corrosion and subsequent data loss. Fluid leaking from the intended fluid path is confirmed to have caused improper insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 320 mg/dl. The pod was worn between 4 and 24 hours on the back. Hyperglycemia treated with a new pod.